Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to flattened and creased dome switch. No unlocked lcd keypad connector. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to keypad anomaly. The insulin pump has cracked case at the display window corners, cracked battery tube threads, minor scratched display window and stained end cap sticker. Also the insulin pump has partially broken reservoir tube lip and belt clip slot.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. The customer mentioned that blood glucose levels range between 58mg/dl and 300mg/dl. No significant event leading up to the incident was mentioned.